Event description:
At the start of the procedure (total laparoscopic hysterectomy), a blunt tip ligasure was passed off and md attempted to activate the device to desiccate and divide tissue. The device did not activate, despite showing the full purple circle as is normal for ligasure devices when they are functioning properly. The device was unplugged and plugged back in and the second attempt to activate the energy also failed. A new device (from the same lot) was obtained, passed off, and activated as expected. Medtronic (covidien) representative [name redacted] was notified.